Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax (B)(4) office (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 14dec2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer device was previously returned to pentax medical from a customer on 05/mar/2018 and inspection of the unit was performed on 08/mar/2018 where the quality control inspector found the following: operation channel- primary slice by accessory, leak at left/right control knob, air/ water socket cylinder o-ring chipped, distal cap - fixed type failed seal integrity inspection, failed dry leak test, umbilical cable dent, segment steel braid cut, lightguide prong cover glass set loose, failed wet leak test, fluid invasion not observed in control body, fluid invasion not observed in pve connector, hole in # 2 remote control button cover, umbilical cable single buckled under pve root brace, customer complaint confirmed, umbilical cable cut, operation channel- primary mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs includes the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on (B)(6) 2018. Parts replaced: deflector body link, o-ring(0.5x1.3), biopsy inlet t-piece pb-free, air/water tube, deflector body, deflector body link, deflector operating wire, operation channel, bending rubber, distal case/cap, adjusting collar, segment attaching screw, distal case attaching screw, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy.